Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5095442) that a female patient, who underwent breast prothesis implantation surgery with two unspecified mentor gel implants, suffered several unexplained systemic symptoms, including memory loss/impairment, brain fog, inflamed ganglion, hair loss, itp, rheumatoid arthritis, joint pain, muscle pain, extreme fatigue, arthralgia, inflammation, and confusion/disorientation. Issues were described as aggravated in 2015 and worsen in 2016. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.